Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a bankart procedure, the q-fix failed, when the doctor was just tying down the sutures, they broke, leaving the suture anchor in patient¿s bone. The procedure was completed with a s+n back-up device. No delay was reported, and no other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications found a certificate of analysis is required with each shipment ¿ verify suture diameter & knot pull suture strength. The biocompatible suture anchor was left in the patient's bone, therefore, the possibility of micro-motion and/or migration of the retained suture anchor is unlikely. Since there were no reported patient injuries or any other complications, no further clinical/medical assessment is warranted at this time. Should any additional relevant patient information be provided, this complaint would be re-assessed. A review of the customer provided image shows suture that is torn. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive torque. (2) poor bone quality. (3) misalignment of inserter. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.